Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. The patient was connected during the time of the event. During troubleshooting, it was determined that the red clamp was disconnected from the set up and triggered the alarm. Renal therapy services advised the patient that when amia was turned back on, it will go thru the disconnect process with the patient to remove the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.